Event description:
The tip of retractable needle broke off into the pt's right wrist. The pt reportedly moved suddenly while the clinician tried a difficult IV access. The clinician removed the tip of the needle from the pt. The pt took the needle and would not let the hosp inspect it.